Manufacturer narrative:
Concomitant medical products - model: 5076-52, lead; implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead displayed high defibrillation impedance and noise, resulting in the patient receiving inappropriate therapy. A lead fracture is suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.